Event description:
Nurse who uses the site rite vision ii system complained that the system is difficult to push and maneuver especially when the system gains momentum. The nurse has complained that pushing the system has caused pain in their hips, knee and other joints. The rn now goes to a chiropractor once a week due to shoulder pain.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.